Event description:
It was reported that the ins was removed, unsure of the date, reason not specified. It was noted that the leads were still implanted. There were concerns related to compatibility guidelines for MRI. They were getting differing opinions from the patient's physicians. It was noted that the patient had 25 back surgeries so the reporter had lost track of what happened when. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 7495-25 lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ extension product ID 7495-25 lot#, serial# (B)(4), implanted: 2000 (B)(6) explanted: product typ extension product ID 7435 lot#, serial# (B)(4), implanted: 2000 (B)(6), explanted: product typ programmer, patient product ID 3888-28, lot# l42878, serial# implanted: 1997 (B)(6), explanted: product typ lead product ID 3888-28 lot#, serial# (B)(4), implanted: 1997 (B)(6), explanted: product typ lead (B)(4).